Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and post-laminectomy pain. The patient stated around nine months ago he's been having some power issues where his phone will not hold a charge for a day. The other issue is that many times the app will get to 91% communication and then it will fail and locks up. The patient then has to re-interrogate the pump and it's very time cumbersome. Per the patient the app will crash while using it and he stated as very non-responsive. An email was sent to the repair department for replacement device. The handset will not hold a charge and app will crash while using it multiple times. Additional information received from a healthcare provider via a clinical study reported that on (B)(6) 2022 the patient reported having no ptm issues. They have had 815 successful activations since their last visit. The event was resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID: hh90t01, serial# (B)(6), product type mobile platform product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, the handset was returned for analysis and the lcd and case showed some minor scratching on it. They were unable to confirm the complaint. Turned on handset at 1:00 pm on (B)(6) 2022 battery at 100%, rechecked battery at 7:00 am (B)(6) 2022 battery still at 8%. This was after 42 hours with ptm app open. Unable to duplicate the app crashing. No problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.